Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful sex"), alopecia ("hair loss"), mood swings ("mood swings"), libido decreased ("low sex drive") and allergy to metals ("I'm allergic to nickel"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, mood swings, libido decreased and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, libido decreased, mood swings and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media: case was upgraded to serious incident. Removal surgery was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful sex"), alopecia ("hair loss"), mood swings ("mood swings"), libido decreased ("low sex drive"), allergy to metals ("I'm allergic to nickel") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("10 weeks pregnant, had my baby (B)(6) 2012"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, alopecia, mood swings, libido decreased, allergy to metals and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, alopecia, dyspareunia, genital haemorrhage, libido decreased, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. The following information was received from social media cramping, 10 weeks pregnant, had my baby (B)(6) 2012, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- cramping, 10 weeks pregnant, had my baby (B)(6) 2012, device ineffective. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful sex"), alopecia ("hair loss"), mood swings ("mood swings"), libido decreased ("low sex drive"), allergy to metals ("I'm allergic to nickel") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("10 weeks pregnanct, had mybaby (B)(6) 2012"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, alopecia, mood swings, libido decreased, allergy to metals and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, alopecia, dyspareunia, genital haemorrhage, libido decreased, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. The following information was received from social media cramping, 10 weeks pregnant, had baby (B)(6) 2012, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.